Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Implantation date is unknown. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast surgery with two 225 cc mentor memorygel breast implants experienced bilateral rupture, inflammation in arms and hands, stiffness in arms and hands, fatigue and chills post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, it was discovered that doi submitted in follow up report 2 was incorrect. While the doi wasn¿t explicitly provided, doi was estimated based on sales data. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 4/2/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was discovered that there was no doi submitted in initial report. While the doi wasn¿t explicitly provided, doi was estimated based on sales data. Manufacturer¿s reference number:(B)(4).